Event description:
A site reported that a pt had a bradycardic episode and went into asystole. Resuscitation measures were unsuccessful. The pt expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.